Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 6ml of harmonyca with lidocaine. Approximately one month later, the patient received touch-up injections with 2.4ml of harmonyca with lidocaine. About one year and eight months later, the patient received a repeat treatment with 5ml of harmonyca with lidocaine. About two weeks after the last injections the patient experienced non device related ¿bilateral detached retinas from coughing.¿ no treatment was provided. The event resolved about a month later. The patient concomitantly takes; vitamin e, omega 3, creatine, 5-htp, whey protein, allmax amino acid blend, allmax zmx zinc magnesium vitamin b6, and amlodipine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "detached retinas", deemed not device related, is considered an unexpected adverse drug experience.